Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot #: (B)(4), product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported high impedance. No actions or interventions were taken but resulted in an unscheduled clinic or office visit. Device was interrogated where high impedance was seen on plot 3 but not used on (B)(6) 2015. It was possibly related to the device or therapy and not related to the implant procedure. Impedance was greater than 10,000 ohms seen on plot 3 but that plot was not used on the program. The issue was reported to be ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation: product ID neu_unknown_lead lot# b9987370k serial# implanted: 1999-(B)(6)explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the high impedance was not known and the outcome was ongoing. Later, it was reported to be unresolved with no further action planned. No further complications were reported.